Event description:
While providing care, the side rail fell out and the resident fell out of bed, fracturing his hip.

Manufacturer narrative:
It was reported that while providing routine care, the resident was rolled and the side rail fell out of the bed and the resident fell to the floor. A fractured hip was diagnosed and he was sent to the hospital. It was reported that the rail did not snap into place but was repaired with pliers. The sample was not returned for evaluation. Based on information gathered from the account, it appears it may have been the result of misuse. The first indication is that the rail was in use for a year before this incident happened, which indicates that it was previously working. For the pin to suddenly no pop into place, and be fixable with a pair of pliers, that indicates that the rail may have been damaged in some way that caused the pin to become bent. Thus once being released again, it might have been out of alignment and not locked into place. Also, the instruction/installation guide has a clear warning which states: "warning: possible injury. Make sure side rails are secured properly before using bed." Had the rail been checked that it was properly secured, the attendant would have noticed that it was not locked in place. We have no trends for this issue with this device. However, due to the reported injury, this medwatch is being filed.